Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and lucency of the stem in the cement mantle. The patient was revised from a exeter #1 / 44 stem with a 36 0° liner and 36 - 2.5 mm head, with no allegations against the head or liner. The patient was revised to a restoration modular mdm hip construct.